Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a procedure, the inner packaging was damaged; therefore they could not use it. Another device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). External cause there was one device/package received. The package was received with the end of the blister cracked/broken off. There was evidence of seal transfer on the entire circumference of the tyvek lid confirming that the tyvek had been properly and completely sealed to an undamaged blister. The individual carton was examined for damage and found to be in good condition, indicating the blister most likely became broken while outside of the carton and then placed back into the carton. A large broken piece of the blister was found inside the carton, but some small shards of the blister were not found, further indicating that blister was most likely broken outside of the carton. Each device is packaged in a primary blister pack that is placed into an individual carton, then placed into a corrugated sales unit, and finally into a corrugated shipper carton. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. Damage occurred outside of packaging facility and was caused by drop or impact to the package. There was no other damage to the package or device. Root cause for damage is most likely due to external handling. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.